Event description:
On (B)(6) 2012, the patient's sister contacted animas on behalf of the patient to report an unexplained low blood glucose reading of 54 mg/dl. The patient was on the call to animas at 11:37 pm when he had slurred speech and blurry vision and was feeling lightheaded. The patient tested at 54 mg/dl at the time of concern. The patient claimed that his last insulin bolus dose of 5.3 units was taken at approximately 7:11 pm. The patient was able to administer self treatment with 2 plums and applesauce. He tested approximately two hours later at 286 mg/dl and reportedly took bolus insulin accordingly. The patient could not provide any information on what could have contributed to the alleged low reading. Troubleshooting revealed the patient was having problems with getting the keypad to respond. As a result of the keypad issue, he was unable to bolus for the foods he had eaten that day. In addition, the animas pump history could not be reviewed due to the unresponsive keypad issue. The time on the subject pump reportedly was off by 2 hours because the patient was visiting his sister in a different time zone. The patient was not incline to correct the time and indicated he will correct the time the next time he changes the battery. This complaint is being reported because the patient had low blood glucose reading and symptoms suggestive of hypoglycemia while on insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission: (B)(6) 2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013, with the following findings: the total daily insulin delivery dose correctly reflected the user's programmed basal rates. A 29 hour flow accuracy test was performed; pump passed flow accuracy test and was found to be delivering within the required specifications. A normal 10 unit bolus and a 10 unit audio bolus were performed successfully and both were accurately recorded in the pump history. There was no defect found. Unrelated to the complaint, evaluation revealed that the display is scratched and dim; the letters have a red hue and the keypad symbols were worn, which has no effect on insulin delivery. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.